Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter and translated to english. The customer stated: "at the time of taking the sample, they are bouncing, that is, the pressure returns the tubes and they come out at the moment in which the bleeding is performed to the patient. They hold the tube so that it does not come off the vacutainer needle."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo and one (1) video were provided for investigation. The video was reviewed, and the indicated failure mode of tube push off was observed. Bd reviewed the customer photo and was unable to confirm the indicated failure mode of underfill through photo analysis. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill and tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. The complaint has not been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle and underfill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "at the time of taking the sample, they are bouncing, that is, the pressure returns the tubes and they come out at the moment in which the bleeding is performed to the patient. They hold the tube so that it does not come off the vacutainer needle."

Manufacturer narrative:
The following fields have been updated with additional information: b.5 describe event or problem: it was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle and underfill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "at the time of taking the sample, they are bouncing, that is, the pressure returns the tubes and they come out at the moment in which the bleeding is performed to the patient. They hold the tube so that it does not come off the vacutainer needle.".

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle and underfill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "at the time of taking the sample, they are bouncing, that is, the pressure returns the tubes and they come out at the moment in which the bleeding is performed to the patient. They hold the tube so that it does not come off the vacutainer needle.".